Manufacturer narrative:
An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the manufacturer. Lot code for the implanted trial has not been provided. Should additional info become available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that surgeon implanted #4 trial.